Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to death or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing prior death or if the patient was performing therapy at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed there was no failure, malfunction, or increased intraperitoneal volume (iipv) events that could have caused or contribute to the home patient passing away. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.